Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient previously implanted with a resolute onyx rx coronary drug eluting stent developed a rash on the left side from the groin to the knee shortly post implantation of the stent. The patient reports that their physician first thought the rash was a fungal infection but now thinks it could be an allergic reaction however the physician is unsure if the reaction is related to the stent or stent implant procedure. It is stated that the patient didn't have any known allergies to the materials in the stent prior to undergoing the procedure. The patient queried what materials the stent is made out of. The patient is being seen by a dermatologist and is expected to undergo allergy testing. The patient was provided with a list of materials in the resolute onyx stent.